Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 751 mg/dl. Customer was hospitalized due to high blood glucose. Customer was wearing insulin pump at the time of hospitalization. After troubleshooting for high blood glucose, it was found that insulin pump was working as designed and cannula was bent. Insulin pump passed high pressure test. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.